Event description:
It was reported that the patient experienced a shocking or jolting sensation. For the first few weeks after implant and when then the patient increased stimulation she felt this shocking sensation. Otherwise, she generally did not feel stimulation. There was no known accident or incident related to the onset of the problem. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 435135, serial # (B)(4), implanted: (B)(6) 2006, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2006, product type lead. (B)(4).